Manufacturer narrative:
Device evaluation: analysis of the extension found that conductors #2 and #3 were broken 11.7 cm from the proximal end and conductor #1 was broken 9.5 cm from the proximal end. Additionally, it was found that there were breached depressions on the outer insulation at 8 cm, 10 cm, and 14 cm from the proximal end and the insulation was broken 14.9 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 74825136, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37086, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a ¿loss of therapy efficiency¿ was identified during a clinical examination of the patient. Impedance testing was performed and found ¿results over limits.¿ the patient¿s extension was replaced as a result of the event and the issue was resolved. It was noted the cause of the high impedances was not determined and specific impedance values were not available; during the revision procedure it was noted that ¿all looked good,¿ including with the extension. The patient was alive with no injury following the revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.